Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device did not have the original belt clip and no physical damage was on the belt clip slot. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up arrow is not working properly. Customer noticed the keypad anomaly when they attempted to bolus. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the up arrow is not working when they try to do an infusion set change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.